Event description:
As reported by the (B)(6) study indicated that fifty-six days post index procedure the patient expired. A CT scan of the head showed an extensive intracranial bleed. This is a (B)(6)-year-old female who presented with carotid stenosis on the left after having a previous left carotid endarterectomy. The target lesion location was the proximal left internal carotid artery. The vessel was described as mildly calcified with a 90% stenosis. An angioguard embolic protection device was advanced and deployed distal to the lesion. The lesion was not pre-dilated. A precise (pc0940rxc/ lot 15861885) stent was successfully deployed in the lesion. The angioguard was safely removed from the vessel and upon inspection it was noted to have debris in the filter basket. The procedure was successfully completed. The patient was taken to intensive care for post-op monitoring. She was slowly weaned off levophed and observed continuously for 24 hours. The patient was taken off pressors and tolerated a regular diet. She was ambulating without difficulty. The patient was discharged home the next day on aspirin and plavix. Fifty-six days post index procedure the patient expired. There is no other information other than a CT scan of the head report dated (B)(6) 2013 that showed an extensive intracranial bleed. The CT scan reports that the patient had a intraparenchymal bleed involving the left parietal lobe with extensive intraventricular extension and associated enlargement of the lateral ventricles. Also, an additional subarachnoid bleed, small, near the falx cerebri and was suspected to involve both parietal lobes. This scan was performed at an ER in a small rural hospital and it is all the info available. It is not sure if this event was simply an intracranial hemorrhage related to anticoagulation or if it was secondary to some sort of trauma. This event was evaluated and determined to be not related to the cordis product.

Manufacturer narrative:
As reported by the (B)(6) study indicated that fifty-six days post index procedure the patient expired. A CT scan of the head showed an extensive intracranial bleed. This is a (B)(6)-year-old female who presented with carotid stenosis on the left after having a previous left carotid endarterectomy. The target lesion location was the proximal left internal carotid artery. The vessel was described as mildly calcified with a 90% stenosis. An angioguard embolic protection device was advanced and deployed distal to the lesion. The lesion was not pre-dilated. A precise stent was successfully deployed in the lesion. The angioguard was safely removed from the vessel and upon inspection it was noted to have debris in the filter basket. The procedure was successfully completed. The patient was taken to intensive care for post-op monitoring. She was slowly weaned off levophed and observed continuously for 24 hours. The patient was taken off pressors and tolerated a regular diet. She was ambulating without difficulty. The patient was discharged home the next day on aspirin and plavix. Fifty-six days post index procedure the patient expired. There is no other information other than a CT scan of the head report dated (B)(6) 2013 that showed an extensive intracranial bleed. Also, an additional subarachnoid bleed, small, near the falx cerebri and was suspected to involve both parietal lobes. It is not sure if this event was simply an intracranial hemorrhage related to anticoagulation or if it was secondary to some sort of trauma. This event was evaluated and determined to be not related to the cordis product. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Intracranial bleeding occurs when a blood vessel within the skull is ruptured or leaks. It can result from physical trauma (as occurs in head injury) or non-traumatic causes (as occurs in hemorrhagic stroke) such as a ruptured aneurysm. Anticoagulant therapy, as well as disorders with blood clotting can heighten the risk that an intracranial hemorrhage will occur. Subarachnoid hemorrhage occurs when a blood vessel just outside the brain ruptures. The area of the skull surrounding the brain (the subarachnoid space) rapidly fills with blood. A patient with subarachnoid hemorrhage may have a sudden, intense headache, neck pain, and nausea or vomiting. Sometimes this is described as the worst headache of one's life. The sudden buildup of pressure outside the brain may also cause rapid loss of consciousness or death. Subarachnoid hemorrhage is most often caused by abnormalities of the arteries at the base of the brain, called cerebral aneurysms. These are small areas of rounded or irregular swellings in the arteries. Where the swelling is most severe, the blood vessel wall becomes weak and prone to rupture. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.